Manufacturer narrative:
(B)(4). The device was not returned for evaluation as it was discarded by the site. Valve stenosis, nonstructural dysfunction and device explants are listed in the instruction for use as potential risks associated with the use of the valve.  The edwards sapien 3 transcatheter heart valve, model 9600tfx is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator).  The sapien 3 valve is not indicated for implantation in a tricuspid position. As this is an off-label indication, the IFU and training manuals do not provide specific direction for use with regards to that application.  In relation to an aortic or mitral application, the IFU notes that residual mean gradient may be higher in a ¿thv-in-failing bioprosthesis¿ configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. Per the training manual, a sapien 3 thv implanted within surgical bioprosthesis may have higher transvalvular gradients and lower effective orifice areas than when a thv is placed in a native annulus. Related to pre-procedural sizing, the bioprosthesis internal dimensions, not labeled valve size, defines the size of the thv that should be implanted. Multiple imaging modalities should be used to confirm bioprosthesis internal valve diameter. (I.e. Tee, MRI and CT).  Exact volume required to deploy the thv may vary depending on the bioprosthetic valve orifice size. Do not exceed the rated burst pressure. There was no allegation or indication of a device non-conformance contributing to the increasing gradients and eventual explant.  In this case, it appears that suboptimal expansion of the valve frame, due to the pre-existing bioprosthesis, may have restricted leaflet mobility, and during an attempt to further expand the thv, the leaflets were damaged. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Two months post implant of a 29mm sapien 3 valve in the tricuspid position in a 29mm epic surgical valve, the patient was brought back in an attempt to fracture the stented tissue valve, due to a higher gradient. The hospital used a 28 true balloon, but valve did not fracture, and the balloon burst during inflation. Tee resulted in moderate-severe tr. The physicians opted to stop procedure.  Two weeks after the bav, both valves were explanted from the tricuspid position and replaced with a 33-millimeter st. Jude epic bioprosthesis via a right thoracotomy.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Review of the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. Multiple manufacturing mitigations are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint.